Event description:
The suture was used during a procedure on the bladder. Reportedly, the suture knots were loose. The surgeon retied the suture to complete the procedure. The hosp has reported no pt injury occurred.